Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the trocar balloon had a damaged valve seal, while pumping up the balloon trocar insertion port/valve broke. A new device was used in order to complete the case. There was no patient injury involved. The device was discarded by the customer.